Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had recurring battery out limit alarms. Customer stated the alarm occurred after new battery inserts. Customer's blood glucose was 231 mg/dl. The customer also stated the alarm occurred after a low battery alert. The customer declined to return the insulin pump at the time of the call.